Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported motor fault, and transducer (xdcr) fault on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component found that the solenoid s900 and transducer output at tp800 show that the solenoid is responding slowly and is holding pressure at the sampling point, causing a "xdcr" (transducer) fault to occur.